Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a fully deployed wallflex esophageal fully covered stent was received for analysis; the delivery system was not returned. Visual inspection was performed and no damages or issues were found. The reported event of stent positioning issue could not be confirmed as this failure occurred during the procedure and is not possible to replicate in the laboratory of analysis. Most likely procedural factors encountered during procedure could have affected the device performance and stent positioning. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent incorrect placement during the initial stent placement procedure is noted within the IFU as a potential adverse event associated with the use of this device. The reported event is known and documented in the labeling; therefore, with all the available information the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal fully covered stent was to be implanted to treat a 6cm esophageal cancer during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, stent was deployed in the incorrect position. The stent was removed with forceps and the procedure was completed with another wallflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal fully covered stent was to be implanted to treat a 6cm esophageal cancer during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, stent was deployed in the incorrect position. The stent was removed with forceps and the procedure was completed with another wallflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.